Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in the severely tortuous mid lad. The pre-dilated lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is displaced on the balloon by about 3 mm in distal direction and deformed in its proximal portion, i.e. Few struts are bent outwards. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.